Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that fvpc had a bad power supply which affected the host pc resulting in the system not being able to complete the startup sequence. The host pc had failed. The fse replaced the host pc and verified that all software versions were correct. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device would not turn on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and confirmed the device would not start up. Philips has started an investigation of this complaint.